Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump also had broken battery cap threads and a corroded battery cap contact. Unable to verify for weak battery alarm due to the blank display. No moisture damage inside the pump was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a blank display when changing the insulin pump's battery. The customer's blood glucose level was not reported. The customer also reported that the contacts on the battery cap are damaged. The product will be returned. Nothing further to report.